Manufacturer narrative:
The hill-rom technician found gunk blocking the right head siderail latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the latch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right head siderail latching assembly was having an issue. The bed was located at the account in silver 9. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).